Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an increase in pacing threshold and loss of myocardial capture at maximum output. It was also noted that the pacing impedance and r-wave measurements had dropped significantly. A lead dislodgement or perforation was suspected. The patient was seen for a lead revision procedure. The physician attempted to electrically map with the helix but was unable to find an adequate pacing threshold. The lead was explanted and replaced. A source of the reported clinical observations was not able to be determined. The lead has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Blood/body fluid was noted in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not reveal any abnormalities.